Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.